Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant confirmed the vector should be reprogrammed and also suggested further testing for system evaluation. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shocking impedance measurements greater than 200 ohms. The caller stated that defibrillation threshold (dft) testing was going to be performed and was also inquiring about reprogramming the shock vector. No additional adverse patient effects were reported.